Manufacturer narrative:
Outcomes attributed to adverse event: one tooth began to bleed heavy. Report source: complaint received from (B)(6). This record was originally submitted to the FDA on 12/13/2017 by (B)(6). Per the FDA request for resubmission of the initial report on 04/15/2020, the record was prepared for resubmission based on our records of the original submission. The following fields were revised to align with the date of resubmission and current esubmitter version. 'Date of this report': revised from 12/13/2017 to 05/01/2020. 'Patient occupation': revised from 'patient/lay user' to 'non-healthcare professional' 'contact office': (B)(6). 'Contact email': (B)(6). (B)(4). No other fields were revised - all other fields are copied from the original report.

Event description:
Consumer called stating that when using the airfloss 1.5 they had one tooth begin to bleed heavy. No medical attention sought.

Manufacturer narrative:
The root cause of the customer's complaint could not be determined.